Event description:
Customer reportedly received result of 143 mg/dl and result of 83 mg/dl within 10 minutes on the advantage system. Customer reported low blood glucose symptoms; able to self treat. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.